Event description:
The customer reported that the lh500 hematology analyzer generated erroneously low cbc (complete blood count) results on one pt sample. The sample was processed on the instrument in automatic mode and the test results were accompanied by instrument-generated flags including partial aspiration flags. The sample was repeated in automatic mode with similar results. The test results were questioned because most parameters recovered very low values. The sample was rerun on the lh500 analyzer in manual mode and on an alternate competitor instrument. Per the customer both runs produced higher cbc results on this pt sample though test results were not provided. The erroneous test results were not reported out of the laboratory. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR is for day 1 of 2, patient 1 of 2 on analyzer 2 of 2. See MDR #1061932-2011-02195 for day 2 of 2, patient 2 of 2 on analyzer 1 of 2 and MDR #1061932-2011-02196 for day 2 of 2, patient 2 of 2 on analyzer 2 of 2. Quality control materials were run before this incident and recovered within expected limits. The root cause is unk but likely to be sample related. The lh500 instrument generated appropriate flags that alerted the operator to further review before reporting out test results. Additionally, as per beckman coulter inc labeling, when a sample gives the partial aspiration error the operator should: ensure the specimen tube has a sufficient amount of whole blood. Rerun the specimen in the automatic mode. If error recurs, rerun that specimen in the manual mode. On (B)(4) 2009 a field service engineer (fse) documented that the pt results presented by the customer all showed partial aspiration on the printout and on the workstation. As per customer request, the fse set the workstation to transmit all results except results accompanied by partial aspiration flags to the host computer.